Event description:
It was reported that the user noted a low blood glucose of 68 mg/dl around a meal, announced the meal, and called for guidance; the agent advised following the healthcare provider¿s instructions, monitoring glucose, and announcing meals as normal, after which the user¿s glucose was 92 mg/dl by the end of the call. Symptoms included hypoglycemia. Outcomes included resolution without hospitalization or medical intervention. Investigation included complaint intake and troubleshooting with user education. Investigation of this case revealed no device malfunction or component issue and no identifiable device-related cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear and not attributable to device performance. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.